Event description:
Physician requests an investigation about the longevity of the device (3 years 4 months).

Event description:
Physician requests an investigation about the longevity of the device (3 years 4 months).